Event description:
Info received indicates a defective head cylinder caused the bed to have no head up function and the bed would not go into the chair position.

Manufacturer narrative:
The tech replaced the head cylinder to repair the bed.